Manufacturer narrative:
From the complaint description and photographs provided, it appears the non-sterile, secondary pouch containing the sterile cement powder has not been fully sealed properly. The complaint description states ¿the sterile bag containing the powder was opened on almost all of its height.¿ the bag they are referring to and the pictures show, is the secondary non sterile peelable (B)(6)/poly pouch. The pictures show the seal open on this package and the inner sterile primary polyethylene pouch, containing the cement powder, to be intact hence sterility of the product remains integral. The cement powder is manually filled into the inner primary pouches and sealed manually using a bosch sealer which is checked against sealing specification limits prior to production commencement, for temperature and speed settings, to ensure the sealer is working effectively. The powder bags are then placed in a secondary package, sealed in the same manner and sent for externally sterilisation, as per procedures (mps-a-03 rev 26.docx.pdf, mps-a-03 rev 26 appendix 7 productflow.docx.pdf and mps-a-03 rev 26 firstoffcheck.xlsx.pdf for further clarification). On return, the pouches are checked and placed into an outer foil pouch prior to final packing into a unit carton. As all of these processes are manual, there are numerous checks conducted throughout hence many opportunities for open seal to be detected, especially on the return from sterilisation and placement into foil outer packaging steps. Therefore the root cause of this deficiency is unknown. The dfmea, (B)(4) has been reviewed and it gives reference to open seals, on line 92, (occurrence 1, risk 3, bar) stating how a transit study verification has been completed to ensure the packaging system is suitable for use and remains integral. The number of complaints for this issue will be monitored going forward and if an upward trend arises then the sealing specifications and packaging processes will be reviewed.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When taking cement from the hands of an operator, depuy technical rep realized that the sterile bag containing the powder was opened on almost all of its height. The operator opened the layers of protections under the eyes of depuy technical rep, so it is sure that the operator did not make any mistakes or cut what he should not have.